Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted staining or solution around the twist sleeve and the thread of the main body. A damaged/broken main body was observed to be separated from the occluder feet section of the main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extended life pd transfer set cracked (light blue-main body) after being in use on a patient for about two (2) months. This issue was identified during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.